Event description:
Additional information received noted that the right ventricular (rv) lead exhibited noise over-sensing resulting in pacing inhibition. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited noise over-sensing resulting in pacing inhibition. The rv lead was reprogrammed on (B)(6) 2022. The condition of the patient was unknown.